Event description:
The hospital reported that during a coronary artery bypass procedure, four heartstring iii devices malfunctioned. Three heartstring iii seals did not load properly as the seals remained in the loading devices when the delivery devices were removed. The fourth heartstring iii device was deployed but unraveled when the delivery device was removed from the aortotomy. A side biter clamp was used to complete the procedure. There pt remained stable with no pt effects. Refer to MFR reports # 2242352-2012-00745, 2242352-2013-01140 and 2242352-2013-01141 for the related reports.

Manufacturer narrative:
The device was returned to the factory for eval. It shows signs of clinical usage and no evidence of blood. A visual inspection determined that only the seal and tension spring were returned. The seal was returned completely unraveled. The tether on the tension spring was cut. Based on the received condition of the device, the reported complaint for "unraveled when delivery device was removed" could not be confirmed. Lot history record review was completed for the reported product lot number. There was no non-conformance recorded in the lot history. (B)(4).